Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The sales rep reported a revision of right hip due to failure of the femoral head disassociated from the stem. Patient experienced clicking and pain sensation prior to surgery.

Manufacturer narrative:
An event regarding disassociation, pain and clicking involving an unknown stem was reported. The event of disassociation was confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: the provided medical records were reviewed by consulting clinician who indicated: " the primary harm involved is dissociation failure of the femoral head from the trunnion of the femoral stem. This finding is evident on the ap pelvis navy x-ray provided. The intraoperative x-ray of the femoral stem and head demonstrate evidence of metallosis as well as material loss and remodeling of the trunnion." Conclusions: the reported event was confirmed as per provided medical records that were reviewed by a clinical consultant who concluded that the primary harm involved is dissociation failure of the femoral head from the trunnion of the femoral stem. This finding is evident on the ap pelvis navy x-ray provided. The intraoperative x-ray of the femoral stem and head demonstrate evidence of metallosis as well as material loss and remodeling of the trunnion: however, the root cause could not be determined. Further information such as primary operative report, implant records, dated pre- and post-op x-ray images, clinical notes and the explanted devices are needed to complete the investigation for determining root cause. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
The sales rep reported a revision of right hip due to failure of the femoral head disassociated from the stem. Patient experienced clicking and pain sensation prior to surgery.